Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucoses were 421 mg/dl, 429 mg/dl. The current blood glucose level is 183 mg/dl. The customer was reported other blood glucose values such as in the range of 383 mg/dl to 385 mg/dl, 205 mg/dl. The customer was treated for high blood glucose with insulin pump. The customer was not experienced any symptoms of high blood glucose level. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer did not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis.